Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that on (B)(6) 2017 the sample identification from tube pz61338 was read using the architect i2000sr hand-held barcode scanner as pz13338. No incorrect / mismatched results were reported from the lab as the sample identification error was caught by the lab technician. There is no impact to patient management reported.

Manufacturer narrative:
A review of the architect i2000sr analyzer (serial number (B)(4)) result log did not find the suspect sample identification number (sid). A 12 character sid was located but could not be verified as whether it corresponds to the suspect sid. The sample activity log also did not identify any sid reported by the customer. The message history log did not appear to capture any bar code read errors on any samples. No further information could be obtained from these instrument logs. A picture of three different bar code labels was provided by the customer. Review by a technical engineer found that only one of the barcodes decoded as the correct sid ((B)(6)). The quality of the bar code label itself could not be determined from the photograph and could have potentially contributed to the bar code misread; however, this could not be confirmed. No further information could be obtained from the photograph. The engineer indicated that since the customer was able to scan the bar code label correctly on another architect instrument, it is possible that there could be a potential hardware issue with the bar code scanner, the keyboard, or even the y-cable that connects the keyboard with the bar code scanner. The architect system operations manual, the architect system bar code scanner user's guide and the architect I system service and support manual contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation for this product. No non-conformances or deviations were identified. Based on the information obtained through this evaluation and the information from the customer site, there is evidence to reasonably suggest that a product malfunction occurred. However, no systemic issue or product deficiency was identified.